Manufacturer narrative:
Hamilton medical ag conclusion is the following: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: low oxygen alarm.

Manufacturer narrative:
Hamilton medical ag conclussion is the following: investigation ongoing. Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The reported issue with low oxygen occurred during ventilation. Nevertheless, the issue did not lead to any patient harm. The device alarmed accordingly about low oxygen. The device was investigated. The most probable root cause was determined to be a low or empty oxygen tank. During the investigation, no malfunction of the device was found and the issue could not be reproduced. Nevertheless, the device went through a service software and calibrations prior being released for used. The conclusion is therefore a user error with no death or serious injury and the event is therefore now assessed as not reportable. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: low oxygen alarm.